Event description:
During an incident in 2005 involving a pt in cardiac arrest and cyanotic with no CPR being performed. The defib analysed and charged but when the shock button was pressed, the saed did not shock. The screen stated low battery and to change. Als arrive and took over pt care. The pt was transported to a hosp. Upon returning to the station, the battery was removed, placed in the charger and immediately turned green, indicating it was fully charged.